Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m370 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m370 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and smart card still in process. A final report will be filed when the analysis is complete. (B)(4), (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report that they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that the pressure dome came off during the photoactivation phase and caused a blood leak. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The patient was reported to be in stable condition. The customer returned the smart card and kit for evaluation.

Manufacturer narrative:
The complaint kit and smart card were returned for investigation. A review of the data recorded on the returned smart card shows that the prime was completed and blood collection began in single needle mode. The treatment proceeded to the photoactivation phase until the stop button was pressed. Prior to the photoactivation phase, multiple alarm #52: collect line air detected alarms and an alarm #18: system pressure alarm occurred. Examination of the returned kit found the diaphragm was not returned and was missing from the body of the return pressure dome. The pressure dome was inspected and found no obvious manufacturing issues. The pressure dome was installed onto a pressure sensor to check for fit and the latches of the pressure dome fit into the circumferential grove as expected. The customer reported in a similar complaint they clamp the patient return line during the treatment to flush the patient access. The customer reported in the similar complaint the treatment was not paused at the time the return line was clamped. Section 5-63 of the cellex operators manual (1470493 rev 06) for use with software 5.4 on interrupting a treatment states " to temporarily interrupt a treatment and then resume use the pause button. Pause allows the operator the following options: up to 10 minutes time to adjust or flush the patient's access site." The alarm #52: collect line air detected alarms and alarm #18: system pressure alarm recorded on the smart card is consistent with the operator clamping the return line during the treatment. This most likely caused internal pressure to increase and resulted in the pressure dome detaching from the pressure sensor. The root cause of the pressure dome leak was most likely due to the operator clamping the patient return line during the treatment. No further action is required at this time. This investigation is now complete. (B)(4). P.t. 12-sep-2024.